Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 7.4/3.3. The reporter did not know if treatment was provided. The device was replaced and requested to be returned for eval.